Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the evening of the day the patient inserted the sensor, he felt sick with nausea and vomiting and called his physician. The cgm was 68 mg/dl and the bg finger stick was 36 mg/dl on one finger and 44 mg/dl on the other finger. On the way to the emergency room (ER) he ate cake icing which raised his blood sugar. At the ER at 12:30 am the cgm was 164 mg/dl and the bg finger stick was 115 mg/dl. The patient was still feeling ill, attempted to calibrate and was unsuccessful. Other bg/cgm values were: cgm 215 mg/dl, bg 202 mg/dl; cgm 301 mg/dl, bg 218 mg/dl. He was given fluids, unspecified nausea medication and tylenol. The parent stated that no IV glucose or additional medications were administered and the patient was discharged home in stable condition later that morning. After returning home although the father tried to calibrate the sensor, the readings continued to be inaccurate, and the sensor was removed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a, b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.